Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformance's, issues or capas associated with us catheter kit function. Device was discarded and not returned for additional evaluation and investigation. The cause of the catheter kinking was determined to be unknown. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Per the instructions for use of the device, catheter kinking is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Information was received that reported a catheter replacement. Additional communication confirmed that the catheter was replaced due to it being kinked. It was also stated that two volume discrepancies were observed, but the date and volumes of the events were unknown. A dye study was performed which confirmed the kinked catheter. The patient alleged an increase in their pain. It was reported that the cause of the kinked catheter was unknown.